Event description:
A technician reported the laser stopped firing during surgery. The surgeon as able to select 'ablate' and complete the procedure. The surgeon stated the patient was not harmed / injured by this event and is doing very well.

Manufacturer narrative:
During the on-site investigation, the territory manager (tm) was unable to duplicate the laser not firing condition. The tm performed the thyratron optimization procedure and the thyratron optimization procedure and the thyratron performed per specification. The tm then performed a successful system verification. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 01/12/2009.